Event description:
Peritonitis [peritonitis] case description: spontaneous report received on 25-dec-2007 from a physician regarding a female patient. The patient received 1 sheet of seprafilm placed under the median wound after undergoing an extended right hemicolectomy on four days earlier. On two days after the original date, the patient experienced peritonitis in the abdominal cavity that was severe in intensity and required hospitalization according to the physician. Seprafilm was last administered prior to the reported event on four days prior to original date. As of the date of receipt of this report, the patient had recovered with sequelae on the same day. The sequelae was specified as an artificial anus. A culture done on an unk date was negative. The physician assessed the relationship between peritonitis and seprafilm as probable.